Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for moisture damage was performed. Customer advised they were stuck in a ditch under a storm and the device did not work. Customer advised they fell into a ditch and the device was inside of their pocket. Customer replaced the insulin pump with a new battery and the device remained with a blank display. Troubleshooting was unable to resolve the issue and the device did not function. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.